Manufacturer narrative:
Corrected fields: a1, b5, e1, g2, h3 ("not returned to manufacturer" was inadvertently selected and should be blank), h6 (remove 4112 and 4110 from type of investigation in the initial and corrected component code from 4755 to 525). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of poor image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the outer tube was caused by excessive force applied due to improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation: foreign material inside the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The rigid scope was returned to olympus for repair with broken parts on the outer tube. There is no indication that broken parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.